Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system unable to perform image. Review of the logfiles confirmed the ¿user msg: fluoroscopy failed. Please retry¿ malfunction. Upon troubleshooting, philips field service engineer (fse) visited onsite and reviewed the logs and identified multiple errors about pdu/fan tray assembly had failed during the initial attempt to turn on. Fse replaced the pdu fantray and dcps. After the replacement of pdu fantray and dcps, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not fully boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.